Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device¿s nav-ring is not moving. When turning on the device in the menu, changing the settings causes the device to flutter. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:26feb2021; b4:06mar2021. H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to resolve the reported issue. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.